Event description:
Customer reported unexplained low blood glucose. She also reported differences in her sensor glucose and blood glucose readings that lead to the activation of threshold suspend. The customer stated her sensor glucose would be 50 mg/dl and her blood glucose would be 130 mg/dl. The customer was advised to call back when the issue occurs again. No additional information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).